Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during a tka, when surgeon placed the vis adpt guide lgnp tib with alignment rod. Paddles were not sitting correctly. They were not flush on the tibia plateaus. Slope appeared to be at 0 degrees when planned for 3 degrees. Instruments inside patient, procedure finished with same device. Surgical delay of less than or equal to 30 minutes. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Expiration date added manufacture date added the device was not returned for evaluation but the pictures were reviewed, and they confirm that the tibial slope was not as planned. The clinical/medical investigation concluded that, based on the limited information provided, the root cause of the reported events cannot be definitively concluded, however, user technique cannot be ruled out as a contributing factor or if the plan would have been changed if reviewed prior to auto approval. The patient impact beyond the reported slope inaccuracy and surgical delay cannot be determined ,as it was not reported how this affected the rom or patient ambulation, although based on the x-ray, it could be possible that it reduced extension of the tibia. The patient¿s current health status is unknown and no further clinical medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. An engineering evaluation was performed and could not confirm a root cause for the stated failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Case (B)(4) lot number updated.